Event description:
It was reported that on receipt of the device prior to setting up for a procedure, it was noted that there was rust on the bur. It was further reported that there were no delays, no pt involvement and no adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this MDR was returned for eval. Visual analysis confirmed that the bur had rust on the surface along the shank. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.